Manufacturer narrative:
The field service engineer checked the system including the concentration of syswash solution, the measuring cell and the sippers. Customer states issue has not occurred again since field service engineer visit.

Event description:
Customer complained about troponin t results for one pt sample, first result was 0.243 ng per ml, same tube was immediately repeated giving 0.013 and less than 0.010 ng per ml. Customer states sample type was a primary tube with separating gel which was handled in agreement with the tube manufacturer specifications concerning clotting time, centrifugation speed and time. The troponin t high flyer result was not reported out and the pt was not adversely affected or any treatment given based on an erroneous result. Customer states no other samples were involved.